Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Additional information was obtained through follow-up with the patient¿s pd registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 (no symptoms provided). A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per the clinic¿s algorithm (drug, dose, frequency, and duration not provided). The culture resulted positive for gram-negative bacilli (no organism or species provided). The patient was not hospitalized for this peritonitis event. The patient had a recheck of white cell count on (B)(6) 2025 which was within normal limits (no value provided) indicating the peritonitis had cleared. The pdrn stated the cause of the patient¿s peritonitis is unknown. The patient was recently hospitalized (dates not provided) for a seizure which was not related to dialysis or the use of any fresenius device, drug, or product. The patient stated the peritonitis could have been acquired in the hospital. No further information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no definitive cause of the peritonitis event could be established, gram-negative bacilli are ¿ubiquitous and opportunistic microorganisms that are present in nature and the healthcare environment, where they cause different types of infections.¿ all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.